Manufacturer narrative:
The reported event was addressed with phone support. Intuitive surgical, inc. (Isi) field service engineer (fse) communicated with customer. Customer confirmed no issues with the system after multiple procedures. Fse reviewed logs. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported they had a problem with universal surgical manipulator (usm) 3. The site stated they were swapping instruments and inserting the instrument. While advancing the instrument on usm 3 when sliding it in, the robot took over and kept putting the instrument in further and wouldn't allow the staff to pull back on the instrument. The site could get the instrument installed on usm 3 and are continuing with the case. Tse reviewed logs and could not find any error. The procedure was completed with no reported injury.